Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient ¿went through a metal detector at the courthouse¿ and the implantable neurostimulator (ins) stopped working and displayed a power-on-reset (por). The manufacturer¿s representative interrogated the device with the clinician programmer and the por was cleared and the therapy was restored. The issue was reported as resolved at the time of report. No surgical intervention had occurred and none were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.